Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle barrel was crushed and the plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no. Batch no. It was reported that syringe barrel was crushed making it difficult to move the plunger rod. Verbatim: consumer reported barrel crushed, making it difficult for the plunger rod to move.

Manufacturer narrative:
H.6 investigation summary : samples were received and an investigation was performed. This is the 1st related complaint for barrel damaged/crushed and the 2nd related complaint for plunger rod difficult to move for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis. On 25feb2020, holdrege received a complaint, via pictures, from material 328418, batch 7191730. Visual inspection of the pictures showed that the barrel was pinched between the 20 and 30 scale markings. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no maintenance log book entries or quality notifications that pertained to this complaint during the production of this batch. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle barrel was crushed and the plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: it was reported that syringe barrel was crushed making it difficult to move the plunger rod. Verbatim: consumer reported barrel crushed, making it difficult for the plunger rod to move.